Event description:
Information was receive from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 20 mg/ml at 1.2 mg/day and marcaine 30 mg/ml at 1.8 mg/day via an implanted pump. It was reported the physician attempted an aspiration study at an unknown date and study was unsure. The patient had a return of symptoms. There were no known environmental, external, patient factors that may have led or contributed to the issue. The pump and catheter were replaced on (B)(6) 2022 and discarded. It was further reported the patient was scheduled for pump and catheter replacement due to loss of relief. During surgery, they were unable to aspirate. The pump and catheter were replaced and cerebrospinal fluid (csf) flow observed. The patient¿s weight and medical history were asked but unknown. The issue was resolved at the time of this report and patient¿s status was ¿alive- no injury¿.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2022, product type catheter. Product ID 8782, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4),ubd: 24-feb-2019, UDI#: (B)(4); product ID: 8782, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.